Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant, the atrial lead dislodged. It was also noted that there was no ventricular capture upon ventricular pacing. The atrial lead was revised, and both leads remain in use. No patient complications have been reported as a result of this event.